Event description:
The was reported to philips that the lithium ion battery was depleted. There was no patient involvement.

Manufacturer narrative:
Available details indicate that the device¿s battery was at the end of its life. The philips representative identified the battery as the malfunctioning part, and a replacement was provided. The customer was provided with a replacement battery. It has been concluded that no further action is required at this time.